Event description:
The customer was hospitalized with dka. The customer had an infection and an elevated count of white blood cells. Troubleshooting revealed the customer had changed the infusion set the morning of the incident and the time was off by one hour. Explained the rule of changing the infusion set after two consecutive high blood sugar readings. Sent tubibng clamp and instructed to call back when it is received for further testing.